Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to low blood glucose levels. The customer's wife stated that the customer experienced an insulin reaction. She stated that the customer had applied his insulin pump and somehow hit the rewind button twice, which caused the device to fill the tubing while he was still connected to the insulin pump. The customer's blood glucose was 121 mg/dl upon admission, which was after the emergency medical technician had already treated him with juice. The caller advised that the customer had already resolved the issue, noting that it had been a user error. She advised that the customer had already consulted his doctor regarding the event.